Event description:
The complaint was initially reported that following the removal of the lasso catheter, upon reinsertion into the sheath, the lasso catheter could not go through the second time. The event description provided was not indicative of a reportable complaint. However, upon analysis of the returned device, the electrode rings of the catheter was found to be squashed and have sharp points. Spine cover was also twisted. Biosense webster became aware of this reportable malfunction upon initial evaluation of the complained product on (B)(6) 2009.

Manufacturer narrative:
During the visual inspection of the catheter, it was noticed that electrode ring numbers 16, 19 and 20 were damaged and lifted from the edge of the ring indicating that excessive force was applied. Also, it was noticed that electrode ring numbers 1, 2, 3, 4, 6, 7, 8, 9, 10, 11, 17 and 18 were squashed and dented. Pu margins appeared to be within specification prior to the damages. The customer had experienced difficulty advancing the catheter through the sheath and it is possible that the ring electrode was caught with the edge of the sheath's tip causing the damage on the ring. (B)(4).